Event description:
Initially, a 2.5 x 23mm cypher stent was implanted at the distal left anterior descending (lad). Then a 3.0 x 23mm cypher stent was implanted at the mid lad. After the stent was implanted, the physician tried to retrieve the stent delivery system (sds) from the patient, but the physician had difficulty removing the sds. Therefore, in order to remove it, anchor balloon technique was conducted, but the sds could not be retrieved. Therefore, the sds was inflated to 6atm, but could not be removed so it was eventually inflated up to 12atm and the sds was then safely removed from the patient. After removal of the unit, the physician felt that the tip of the cypher became caught with something. There were no anomalies observed during the inflation and deflation of the sds during the implant. The procedure was finished successfully. There was no patient injury reported. The sds will be returned for analysis. The patient's age was unknown, but was a male. The target lesion was aha lad7-8. Unknown if the lesion was a de novo. The vessel was highly calcified and moderately tortuous. There was 90% stenosis.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product is available for analysis. Additional information will be submitted within thirty days upon receipt.